Event description:
Hosp personnel responded to a pt, condition unknown. The device was connected to the pt for external pacing. According to the reporter, when pacing was initiated, the device would not pace the pt. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability.